Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer's blood glucose (bg) level was 650 mg/dl and they experienced "very high white blood cell count, and pneumonia". Reportedly, customer was found unconscious and went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged 8 days later with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.